Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 392 mg/dl. She then tested on her elite meter and received a reading of 165 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically siginificant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.